Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator only needed to be charged. The uim did not have anymore problems. The field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the avea ventilator user interface module flickers. The customer confirmed that there is no patient involvement on the associated event.